Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigations closed at this time. Should the product or additional info to be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2006, pt was implanted with a pinnacle mom hip on her right side. Later, pt developed elevated levels of cobalt chromium in her blood and experienced severe pain, discomfort, and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. She will likely need to undergo revision surgery to replace the implant.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a pinnacle mom hip on her right side. Later, patient developed elevated levels of cobalt chromium in her blood and experienced severe pain, discomfort, and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. She will likely need to undergo revision surgery to replace the implant. Update (B)(4) 2012 - medical records were received from legal. Part/lot information was identified.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review. Doi: (B)(6) 2009. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/1/2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges right hip pain, instability, limited ability to walk requires cane, cannot climb stairs. Instability added to complaint. Head added to complaint. No revision date at present time.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Clinical notes reported of recurrent falls and on and off muscle spasms.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legal system) complaint number wpc 9488-2011. Reason for original complaint. Litigation papers allege: on or about (B)(6) 2006, patient was implanted with a pinnacle mom hip on her right side. Later, patient developed elevated levels of cobalt chromium in her blood and experienced severe pain, discomfort, and inflammation in her right thigh and groin. She also experiences a popping and snapping sensation in her hip joint when walking or moving to and from a sitting position. She will likely need to undergo revision surgery to replace the implant. Patient is a resident of (B)(6). Update 12/7/2012 - medical records were received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review. Doi: (B)(6) 2009. Update 3/1/2017 - pfs and medical records received. After review of the medical records for MDR reportability, alleges right hip pain, instability, limited ability to walk requires cane, cannot climb stairs. Instability added to complaint. Head added to complaint. No revision date at present time. The complaint was updated on: 3/21/2017.